Event description:
Reportedly, the catheter was originally inserted in 2003. It worked without difficulty during use for chemotherapy treatments. In 2004 the pt was scheduled to have the device removed at the completion of their chemotherapy treatments. It was discovered there was a 'broken plastic coupling, cracked in half' the piece was removed in 2004 and 7 days later the rest of the device was removed. No injury reported.